Manufacturer narrative:
The reliability analysis evaluated 1 opened or used reservoir. The reservoir, snap cap, and septum were inspected for anomalies. There were none found. Ran occlusion test per (B)(4) as follows reservoirs filled with diluent, and connected to a new infusion set. A reservoir and connector were installed into a 5xx pump. A manual prime was performed on the insulin pump. Fluid flow went through the infusion set and out catheter tip. It was concluded that the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm on his insulin pump and had issues with the reservoir, which was possibly occluded. The customer's blood glucose was 51 mg/dl and he treated with glucose tablets. The customer declined troubleshooting for low blood glucose and stated the no delivery alarm was resolved with a set change. Nothing further reported.